Manufacturer narrative:
No report of patient involvement. (B)(6). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. A loose connection was noted on the ventilator interface board. The connection was secured.

Event description:
The hospital reported that, during the preoperative checkout, the unit was alarming for an agent delivery error and to set alternate oxygen. Mechanical ventilation was not available. There was no report of patient involvement.